Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed; it was noted that pump lid and top lid were loose. White rollers and top lid bumpers were damaged. Rotor gaps were out of specification. Pan drip was missing. Compressor motor winding was shorted. A review of the event log was performed and found tcmid: 02 (ce danfoss error) to have occurred several times. It was not possible to perform functional testing as tcmid 02 was seen. The customer reported complaint of the system exhibiting tcmid: 02 and pump lid errors were confirmed. The root cause for tcmid: 02 was determined to be due to short in compressor motor winding, a cooling engine needs to be replaced to remedy the error. The pump lid error is determined to be related to loose pump lid. The pump lid magnets were replaced by bio-med to remedy the issue.

Event description:
It was reported that the thermogard ivtm console displayed a pump lid alarm and tcmid: 02 (ce danfoss error). Thermogard ivtm cooling therapy was begun on sunday, (B)(6) 2016, for hypothermia treatment. The patient successfully reached their unspecified target temperature that day (with use of the device) without any issues. Ivtm therapy continued, so patient's temperature could be maintained. According to the hospital biomed, on monday, (B)(6) (early morning) unit displayed a "pump lid" alert. The issue reportedly occurred multiple times and was cleared after the lid was lifted and forcefully closed again. According to biomed, after the magnets on the lid of the unit were replaced, the "pump lid" alert was ultimately resolved, and the patient continued internal therapy with the unit. At an unspecified time later that morning, the console displayed a tcmid: 02 error message. The error message temporally was cleared by nurse; however, per biomed, the error message appeared every hour. In the 36 hours of use on the patient, the error message reportedly appeared approximately 15 times and each time, the nurses followed the manual and the message cleared. Despite the error message, the biomed indicated the patient's temperature was maintained; there was no harm/adverse event or negative impact to the patient as a result of the issue. According to the biomed, the unit worked effectively in cooling and maintaining the patient's temperature throughout its use.